Manufacturer narrative:
During testing, it was noted that the distal pressure sensor pin was broken off. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The device was returned to the svc ctr for a report of "alarm intermittent." This is not a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the distal pressure sensor pin was broken off.